Manufacturer narrative:
On 9/17/2019, mentor became aware that the patient rescheduled their explantation to (B)(6) 2019. On 10/7/2019, mentor became aware of additional information indicating the patient only experienced a rupture on the right side. The left side was found to be intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 325cc breast implants and experienced bilateral deflations post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.